Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the seal on the centrifugal pump was broken, bubbles were being entrained from the back of the pump head, and fluid collected in the back of the magnet rotor. The centrifugal pump was changed out, there was no pt involvement, and the surgery was completed successfully.

Manufacturer narrative:
A visual inspection and performance testing confirmed that the centrifugal pump leaked around the seal rotor, which was most likely the result of damage to the seal rotor. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending and f/u. (B)(4).